Manufacturer narrative:
The introduction of ferromagnetic pieces of equipment in the mr examination room was contrary to the operating instructions. The magnetom aera system manual section a.2 and the magnetom system owner manual section a.1 provide clear advice and warnings regarding both magnetic field hazards and training of personnel w/regards to mr safety.

Event description:
It was reported that a police officer escorted a patient into the MRI suite. The patient was uncooperative and the police officer had to enter the scanning room of the magnetom aera with a loaded gun in the holster. The gun was pulled from the holster into the magnet and became stuck to the unit. There are no injuries involved in the event and there was no system malfunction associated with this issue.